Event description:
It was reported that while shaking down a bd sharps container, a medical assistant obtained a needle stick injury on her hand because one of the needles punctured through the front of the container. It is unknown if the clinician was exposed to any communicate diseases, therefore she received post exposure lab work and prophylactic medication for the exposure. The clinician will also have her lab work repeated at three and six months post exposure.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history records will be evaluated and upon completion of the investigation, a supplemental report will be filed. (B)(4).